Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The occlusion alarms were addressed by changing supplies or clearing the alarms. Customer reported blood glucose level ranged from 200-266 mg/dl.